Manufacturer narrative:
We received one avahf catheter with the dilator and a 0.035" guidewire without the holder for examination. The 18gage thin wall needle was not returned for testing. The reported event of "resistance felt with the guidewire" was not confirmed. The returned 0.035" guidewire appears to have a broken weld on the "j" tip end. The outer coil wire unraveled over a 3cm area with no missing components. Using the straight tip end of the returned wire, the wire passed freely the entire length of the dilator. Using a laboratory sample 0.035" guidewire (undamaged) for testing the guidewire passed freely the entire length of the dilator. The ava hf catheter was found to be in good condition, there are no kinks and the valve internal components are not damaged. It should be noted that in the product IFU the clinician is instructed that ¿gentle manipulation may be needed to insert the guidewire. The guidewire should never be forced. If difficulty is met during insertion of the guidewire, completely withdraw the guidewire and reattempt insertion.¿ a review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that in the process of inserting an ava introducer, resistance was felt with the guidewire. There were no patient complications reported.